Event description:
(B)(4) clinical study. It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2013, a 2.75 x 38mm promus element plus drug eluting stent was implanted in the proximal left anterior descending (lad) artery. In may 2014, the patient presented for evaluation due to chest discomfort behind the sternum. Coronary angiography was then performed which revealed 75% ostial isr of the previously placed 2.75 x 38 mm promus element plus drug eluting stent in the lad artery. Six days from the onset of symptoms, the patient was hospitalized due to coronary artery disease and cardiac catheterization was recommended. The patient underwent a 3 vessel coronary artery bypass graft (CABG) including: the left internal mammary artery (lima) to lad, saphenous vein graft (svg) to obtuse marginal (om), and svg to posterior descending artery (pda). Five days post procedure, the event was considered resolved and the patient was discharged on aspirin.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).